Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in february 2014 and is almost 8 years old, beyond the expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. In addition, unrelated to the reported complaint, the top cover was observed cracked. This physical damage was likely due to user mishandling, such as a drop. The top cover needs to be replaced to address the damages. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs to be replaced to remedy the fault. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR ". It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.